Manufacturer narrative:
Correction.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿alaris pump infusing secondary bag backwards into primary bag. Difficult to tell how much medication went to the patient. Can see the secondary infusing into primary bag. The channel that was running the program incorrectly was labeled tk02. I am including a picture of the set up and info provided by biomed. IV primary and secondary tubing appeared to be set up correctly when visualized". The secondary infusion was zosyn, programmed at a rate of 25 ml/hour and the primary infusion was normal saline at a rate of 10 ml per hour. The event occurred in critical care. It is unknown if the patient received the correct amount of zosyn; however, there was no patient harm.

Manufacturer narrative:
The reported issue that the alaris pump was infusing secondary bag backwards into primary bag could not be confirmed; no product was returned for investigation. Device history: a review of the device history record showed the device had a manufacture date of 09/29/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device had a production failure; however it did not correlate to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the alaris pump was infusing secondary bag backwards into primary bag was not determined because no product was returned. No further investigation of this event is possible at this time, and no patient harm was reported. The device is used for treatment purposes.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿alaris pump infusing secondary bag backwards into primary bag. Difficult to tell how much medication went to the patient. Can see the secondary infusing into primary bag. The channel that was running the program incorrectly was labeled tk02. I am including a picture of the set up and info provided by biomed. IV primary and secondary tubing appeared to be set up correctly when visualized". The secondary infusion was zosyn, programmed at a rate of 25 ml/hour and the primary infusion was normal saline at a rate of 10 ml per hour. The event occurred in critical care. It is unknown if the patient received the correct amount of zosyn; however, there was no patient harm.

Manufacturer narrative:
(Concomitant medical products: (3)pri tubing; td (B)(6) 2020. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. Diagnosis: covid 19.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿alaris pump infusing secondary bag backwards into primary bag. Difficult to tell how much medication went to the patient. Can see the secondary infusing into primary bag. The channel that was running the program incorrectly was labeled tk02. I am including a picture of the set up and info provided by biomed. IV primary and secondary tubing appeared to be set up correctly when visualized". The secondary infusion was zosyn, programmed at a rate of 25 ml/hour and the primary infusion was normal saline at a rate of 10 ml per hour. The event occurred in critical care. It is unknown if the patient received the correct amount of zosyn; however, there was no patient harm.